Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations via cri observation study complaint form: biliary stents placed in (B)(6) 2021 to treat benign biliary stricture due to primary sclerosing cholangitis; history of orthotopic liver transplantation, cholangiocarcinoma, and biliary intraductal papillary mucinous neoplasm. At 63 days post-procedure, the patient experienced biliary obstruction requiring reintervention. The site noted the event as related to the study stent with comment ¿occlusion.¿ additionally, the site noted that the stents were visibly occluded during repeat ercp, indicating involvement of all three stents placed. Additional procedures performed at the same time as study stent placement: balloon dilation stone retrieval rectal nsaids administered immediately before, during, or immediately after procedure: indomethacin this event is noted as unresolved at time of death or study exit. This has been queried since the stents were removed and replaced. Data collection includes 3 months post-procedure. This is the only ae reported. The patient has exited the study. 20-aug-2024 - the site changed the ae status from unresolved to resolved without sequelae.

Manufacturer narrative:
Device evaluation: 1 unit of lot number c1801670 of clso-10-12 device could not be completed as the device or photographic evidence of the device was not returned for evaluation. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to prs: (B)(4). An adverse event has been reported without a device problem. A device malfunction was not reported. Trending will monitor if any future investigation is required. Manufacturing records review: prior to distribution clso-10-12 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for clso-10-12 of lot number c1801670 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1801670. Instructions for use and/label as per the instructions for use, ifu0045 which informs the user about the potential complications " those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, hemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with biliary stent placement include but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration.¿ it should be noted that the instructions for use (ifu0045) lists obstruction as a potential adverse event that can occur in conjunction with biliary stent placement. There is no evidence to suggest the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to known procedural adverse events associated with the use of clso-10-12. As per the IFU, biliary obstruction is known potential adverse events associated with an ercp procedure. As per the attached pmcf study, page 16 (of the pdf page numbers, i.e. Page 14 of the content within the pdf), the cause of the obstruction was reported to be due to occlusion. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the stent was used treat benign biliary stricture due to primary sclerosing cholangitis; history of orthotopic liver transplantation, cholangiocarcinoma, and biliary intraductal papillary mucinous neoplasm. At 63 days post-procedure, the patient experienced biliary obstruction requiring reintervention. Confirmed quantity of 1 device, confirmed used. Summary: complaint is confirmed based on customer and/or rep testimony. The event was initially unresolved but was later updated to resolved without sequelae after the stents were removed and replaced, with follow-up data extending for 3 months post-procedure. Complaints of this nature will continue to be monitored for similar events. According to the medical advisor¿s input for patient outcome and severity, the harm is "reocclusion". A definitive root cause could not be determined from the available information. A possible root cause could be attributed to known procedural adverse events associated with the use of clso-10-12. As per the IFU, biliary obstruction is known potential adverse events associated with an ercp procedure. As per the attached pmcf study, page 16 (of the pdf page numbers, i.e. Page 14 of the content within the pdf), the cause of the obstruction was reported to be due to occlusion.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 16-jun-2025.